Event description:
It was reported that this was a closure with a proglide device. Reportedly, the patient suffered from massive blood loss and a drop in blood pressure during suture. After being given a large dose of antihypertensive drugs and blood transfusion, vital signs stabilized. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The patient effects of hemorrhage, hypotension, and medication required are listed in the electronic proglide instructions for use as a potential adverse event associated with the use of the device. Based on the information provided, a definitive cause for the reported issue could not be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date. D4- the UDI is not known as the part and lot number were not provided.